Manufacturer narrative:
The insulin pump alarmed during self-test and unable to communicate to the blood glucose meter due to faulty electrical component on the radio frequency board. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, a21 test and all operating current test were normal. No a67 noted during our testing. The insulin pump was received with minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 287 mg/dl. The customer stated that when performing self-test alarm rf pic failed self-test appeared on the pump scree. The customer was advised that the device would be replaced.